Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that none of the buttons on the keypad were responding. Customer reported that the insulin pump had been exposed to water several months prior to the call. Customer also reported that the insulin pump was recently dropped and as a result, the screen was cracked. Blood glucose level was 381 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.